Event description:
The tip of the wire was broken already inside the package. There was no pt injury reported.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional info will be submitted within 30 days of receipt.